Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are no units in stock. Tested the knot pull tensile strength of the thread of the cassette received and the results fulfill the requirements of OEM. On the other hand, thread surface appearance of the cassette received is correct and the usual one. However, the fraying test has been conducted with the cassette received and the results are not correct. Fraying has been found in the thread after conducting test. Taking into account that no other customer complaints have been received concerning this issue for this code batch, it is considered that this is an isolated unit affecting only this article code batch and claim is justified, but batch is correct. Final conclusion: taking into account that the results of sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Actions on distributed product of this reference/batch: replace the cassette to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: united kingdom. It has been reported that the catgut chrome sutures are fraying and breaking easily.